Event description:
Facility staff alleges the head section of the bed will not raise. There was no reported injury or incident.

Manufacturer narrative:
Bed located in room 204 no injury was reported head section of the bed will not raise. Repair not yet complete.